Manufacturer narrative:
Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It is reported that the patient underwent revision surgery. A definitive root cause cannot be determined with the information provided. A product history search could not be performed, as the part and lot numbers were not provided. No devices and photos were received; therefore, the condition of the components is unknown. The part numbers and lot numbers are unknown; therefore, the device history records could not be reviewed. This device is used for treatment.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to pain and migration.